Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt went to see a doctor in reference to the possibility of having to change the implant battery. Agent asked patient to clarify the need for having to change the implant battery and patient said starting about 6 months after implant, they went from charging the implant every 30 days to having to charge every 3rd day. Patient also mentioned the implant itself would get really warm while charging (patient confirmed they weren't noticing paddle getting warm but the actual implant inside them). Patient said when they started to notice that about a year ago, they called the rep who had them change from group a to b, but they confirmed they hadn't met with a rep in person yet. Patient also said they can't increase intensity past 3, otherwise they would have to charge the implant every day because a higher intensity would just kill the battery level. Patient then said while charging, they would also get an error screen and had to reset controller to resolve. Agent asked error message, patient at first said they called previously regarding software problem and was shown how to reset controller, but it was later clarified on the call that patient was seeing system problem rm03. Patient was charging during the call and received rm03. Patient confirmed the implant was feeling warm when they got that message and said they had been charging for 45 mins. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient (pt). Pt reports no known circumstances that may have led to their implant heating during recharge or charging more often than expected. Pt reports the cause remains unknown. Pt reports they need the battery in implant changed, but this was not done as of yet. Pt reports calling the manufacturer for assistance with the system problem rm03 message, but they have had "no results or contact". Pt reports this issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.